Event description:
It was reported that a patient unknown a removal of excess skin procedure on an unknown date and surgical sealant was used. The patient developed a reaction at the site of application which required local and systemic medication. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02864 and medwatch 2210968-2012-02866. The same patient is represented in each medwatch.